Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the joint of the catheter was cracked at the site of vein about 7 months after the catheter placement in the pt. The nurse found the catheter was leakage where the pipe connection. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.